Event description:
Customer stated the latch on the unit is broken. No injuries to user or pt reported by the customer.

Manufacturer narrative:
Customer reported that the latch for the lid on the statspin centrifuge was broken. The unit was not on nor was it running when the latch was broken. No injuries reported.